Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock lead impedance measurements on this right ventricular (rv) lead were low and out of range in one instance. Other impedance measurements in that time frame were within normal limits. At the time of the out of range measurement, the patient was hospitalized for a non-related surgical procedure. Boston scientific technical services (ts) discussed monitoring lead measurements. This lead remains in service. No adverse patient effects were reported.